Event description:
Approx 2016 I discussed with my primary care dr the change in breasts. Around that time period I had began experiencing pain in both breasts as well as change in appearance and feel. Over the last few years the hardening / pain has increased and the shape / appearance / size (larger than normal) has changed significantly. In 2019 at my annual physical I requested to be referred to a specialist as I was having no luck finding a plastic surgeon who would even evaluate me (my surgeon had passed away so my only option was to find a new specialist). As a result, my primary care dr couldn't even find a specialist to refer me to because of not all the drs said they had a "very strict policy of not seeing pts in which they did not performed the procedure on". As of (B)(6) 2019 I was finally able to get in to see a surgeon for a consultation and was suggested to have an explant due to grade iii capsular contracture. Mammogram and ultrasound results came back normal, but my implants / breasts are far from "normal". Explant date in (B)(6) 2019. FDA safety report ID# (B)(4).